Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states that the insulin pump makes loud grinding noise when rewinding, did not finish rewinding and rewinding needs to do twice. Customer states that the battery cap was not tighten and was worn down. Customer states that they had to take out battery when insulin pump freezes and gets unexpected restart, a cold reset was performed alarm code about six times a week and received unexplained no delivery alarm. The device will not be returned for analysis.